Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. Three (3) volumetrics were run one with a 60cc bd syringe with a rate of 100ml/hr and 50ml, one with a 30cc bd syringe with a rate of 30ml/hr and 30ml, and one with a 20cc bd syringe with a rate of 20ml/hr and 20ml; all three infusions were within spec. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility: infused faster than programmed. A 6ml bolus was adminstered and then the infusion rate was adjusted to 0.3mcg/kg/min (4.5 ml/hr) thereafter. After the bolus there were 12ml left in the syringe. After 1 hour the pump alarmed to indicate that the syringe was empty.